Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Empyema [empyema]. Yellow phlegm [sputum discoloured]. Yellow cough [cough]. Eczema [eczema]. High blood pressure [blood pressure reading high]. Teeth were cracked [tooth fracture]. Used it three or four times and kept it on all night [product use issue]. Product complaint [product complaint]. Case description: on 2024-10-22 a spontaneous case was reported in japan by a consumer or other non-health professional. On 2024-10-25 new information was received for this case. The report concerns an elderly male patient. The patient received new poligrip (carbomer+carna+polma cream) lot number unknown for indication product used for unknown indication. The patient's concomitant medications included: new poligrip additive free and antibiotics. On an unknown date, after an unknown time of starting new poligrip, the patient experienced a medically significant empyema (preferred term: empyema). The outcome of the event empyema was recovering. On an unknown date, the patient experienced non-serious yellow phlegm, yellow cough, eczema, high blood pressure, teeth were cracked, used it three or four times and kept it on all night (preferred term: sputum discoloured, cough, eczema, blood pressure increased, tooth fracture, product use issue). The outcome of the event yellow phlegm, yellow cough, eczema, high blood pressure, teeth were cracked, used it three or four times and kept it on all night was unknown. The patient uses the new poligrip. He coughed up yellow sputum, which was originally an empyema, but now it is recovering. The patient went to see a doctor today, he is currently taking antibiotics. The patient has a yellow cough. The patient also uses this product at night because his teeth will separate, and it melt in the morning. The patient only has high blood pressure. He used the product three or four times; it doesn't mean that the product is easy to fall off. Even after putting it on, it still falls off. It would be a bit strange to wear it all the time, so the patient took it off once, basically once a day. The patient developed eczema. He doesn't eat or eats very little. He is currently using the ointment type, one of which is red. He uses both colors of products. The patient's gums did not align well, so the product would not stick no matter how many times he tried it five or ten times. As a doctor, the patient didn't understand the reason. So, he was troubled. The country of origin is ireland. The patient is planning to reduce the frequency of use. On an unknown date, the patient experienced a non-serious product complaint (preferred term: product complaint). The outcome of the event product complaint was unknown. The patient's relevant medical history included: allergy (ongoing). No drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken: for new poligrip was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. This case is linked with (B)(4) as same patient. On 2024-10-25, the following updates have been provided - added a new reporter, reference numbers and non e2b reference numbers. Added a new event product complaint. Updated device codes and narrative. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished products is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the criticality of this case, we kindly request that the complainant provide further information. Should the complaint sample or lot details become available the case will be reopened. Response to consumer (if applicable): complaint conclusion: unsubstantiated investigation completion date: 2024-10-25, 06:41:17.

Manufacturer narrative:
Veeva case: (B)(4)

Event description:
Empyema [empyema] yellow phlegm [sputum discoloured] yellow cough [cough] eczema [eczema] high blood pressure [blood pressure reading high] teeth were cracked [tooth fracture] used it three or four times and kept it on all night. [Product use issue] case description: on (B)(6) 2024 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns an elderly male patient. The patient received new poligrip (carbomer+carna+polma cream) lot number unknown for indication product used for unknown indication. The patient's concomitant medications includes: new poligrip additive free and antibiotics. On an unknown date, after an unknown time of starting new poligrip, the patient experienced a medically significant empyema (preferred term: empyema). The outcome of the event empyema was recovering. On an unknown date, the patient experienced non-serious yellow phlegm, yellow cough, eczema, high blood pressure, teeth were cracked, used it three or four times and kept it on all night (preferred term: sputum discoloured, cough, eczema, blood pressure increased, tooth fracture, product use issue). The outcome of the event yellow phlegm, yellow cough, eczema, high blood pressure, teeth were cracked, used it three or four times and kept it on all night was unknown. The patient uses the new poligrip. He coughed up yellow sputum, which was originally an empyema, but now it is recovering. The patient went to see a doctor today, he is currently taking antibiotics. The patient has a yellow cough. The patient also uses this product at night because his teeth will separate and it melt in the morning. The patient only has high blood pressure. He used the product three or four times, it doesn't mean that the product is easy to fall off. Even after putting it on, it still falls off. It would be a bit strange to wear it all the time, so the patient took it off once, basically once a day. The patient developed eczema. He doesn't eat or eats very little. He is currently using the ointment type, one of which is red. He uses both colors of products. The patient's gums did not align well, so the product would not stick no matter how many times he tried it five or ten times. As a doctor, the patient didn't understand the reason. So he was troubled. The country of origin is ireland. The patient is planning to reduce the frequency of use. The patient's relevant medical history includes: allergy (ongoing), no drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken: for new poligrip was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. This case is linked with (B)(6) as same patient.